Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Report source: new zealand. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of picture provided. Visual evaluation of the device picture shows signs of repeated use and the etching is faded. The device is fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.